Event description:
Pt was "sucking" atmospheric air into the catheter when the cap was removed, and this had resulted in a trip to the ER and suffered a mild stroke.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A chr review showed no other similar product complaint file(s) from this lot.